Event description:
The thermacor 1200 infusion system was being used at (B)(6) hosp on (B)(6) 2014. During the surgery, it was noticed that the 3 spike set (tss-1200), an accessory for the pump, was leaking at the bottom of the chamber. The tubing set was replaced with a second set from the same lot with no issues noted with the second tubing set. The 3 spike set was unavailable for review. No add'l time to surgery was noted due to the change of the 3 spike set.